Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2026, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. The activated clotting levels were 204,244s and heparin was given. A pre-implant balloon valvuloplasty was done with a 24mm non-abbott balloon. The valve got partially re-sheathed 2 times due to implant too low. During implant, the cusp overlap view was not confirmed and the alternate view was confirmed. The final implant depth at non-coronary cusp (ncc) was 4mm and at left coronary cusp (lcc) was 4mm. After the implant patient had delirium (delir) and medications were given on (B)(6) 2026. On (B)(6) 2026, the patient had a permanent atrial fibrillation (afib) with bradyarrhythmia absoluta (slow, irregular heart rate). A single chamber pacemaker was implanted.